Manufacturer narrative:
Pump was received with detached end cap. Unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Drive support disk was inspected and no anomaly was noted. Pump was received with flattened down arrow button dome switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump was sticking and recently the bottom of the insulin pump was cracked. The insulin pump will be returned for analysis.